Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development event evaluation reports from a design evaluation that the visual inspection of the two returned parts showed that the tangs on the working end of the spiral blade inserter 358.696 were bent outward. It is not clear from the information supplied in the complaint what caused the tangs to bend. It is possible that they were bent prior to the surgery where the event took place. Because the tangs were bent outwards, it effectively increased the outer diameter of the spiral blade inserter. This is ultimately what caused the shaft of the instrument not to pass through the hole in the aiming arm. (B)(4). A review of the product drawings shows that the parts are appropriately dimensioned such that the inserter should fit every time. In conclusion a review of the drawings indicates that dimensionally the inserter will fit through the aiming arm as intended under all dimensional circumstances. The risk analysis for the inserter was reviewed and this event was adequately captured. It is clear by looking at the working end of the inserter that the tangs were bent outward effectively increasing the outer diameter of the inserter. This is what ultimately caused the inserter not to fit in the aiming arm. It is not at all clear what caused the tangs to bend and it is possible that they were bent prior to the surgical procedure. Overall, there is no evidence to suggest that the design of this product contributed to this complaint; therefore, it¿s disposition is deemed invalid from a design standpoint. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Patient was implanted with 8-hole lcp plate and screws on (B)(6) 2013 for humeral fracture from a fall on an unknown date. Approximately 2-1/2 to 3 weeks post-op, the patient fell again, and refractured the same humerus adjacent to the previous plate and screw fixation. Patient was returned to the or on (B)(6) 2013. The surgeon removed the plate and screws which were intact, and implanted a humeral nail-ex with spiral blade. During the revision surgery, the aiming arm and the insertion handle for the spiral blade would not fit together properly. Surgeon proceeded by inserting the spiral blade by hand, without using the insertion handle instrument. The procedure was completed without any further problem. There was a 15-20 minute delay to the procedure. This is 2 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The DHR was reviewed and mrr #(B)(4) was found on p/n 358.696 lot #4879567 for spots on the top of the handle. The nonconforming parts were reworked, inspected and accepted. This nonconformance is not relevant to this complaint because the issue is visual and would not affect function. Mrr #(B)(4) was found on p/n 358.696.2 lot #4793796 for feature l10 undersize. The qe accepted the parts after (B)(4) re-inspection of l10 using a cleaned alternate gauge. This nonconformance is not relevant to this complaint condition because the issue is with the internal feature l10 on the blade guide component. The internal feature l10 on the blade guide interfaces with the spiral blade. Not the interface of the insertion handle and aiming arm that is the complaint. All parts were found within specification for l10 after (B)(4) re-inspection with the alternate gauge. One spiral blade inserter for ti humeral nails was returned for evaluation. The instruments has nicks, scratches and wear from normal use. The two tangs on the end of the shaft are spread apart. This condition is not associated with manufacturing and occurred in the field. Feature d3 failed when measured over the tangs due to them being spread apart. Feature l1 also failed for the same reason when measured inside of the tangs. The aiming arm (B)(4) was returned and a function check was performed using this aiming arm and failed due to the spread tangs. All measurable features passed specifications. The spread condition of the tangs prevents the instrument from functioning as intended. The tang feature is checked (B)(4) at manufacture and passed on (B)(4) inspection sheet (B)(4) located in the DHR and referenced for this evaluation. The investigation is ongoing. Correction: age should be (B)(6).